Manufacturer narrative:
Concomitant medical products: unknown parietex, unknown parietex product (lot#: unk) title: at least ninety days of follow-up are required to adequately detect wound outcomes after open incisional hernia repair. Source: surgical endoscopy (2022) 36:8463¿8471 published online: 7 march 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2016 to december 2019 regarding a retrospective study that evaluated the wound outcomes at 30, 60 and 90 days in patients who underwent open incisional hernia repair on 234 patients. The first mesh was used in 156 patients and composite mesh was used in 34 patients. There were postoperative complications included: infection, seroma, serous drainage, and wound dehiscence. Antibiotics were needed, opening of the wound was performed in 19 patients, percutaneous drainage in 18 patients, 11 patients required operative debridement, among 198 patients undergoing open ihr with permanent synthetic or slowly resorbing mesh, 7 patients (4%) had the mesh removed due to wound complication, and 30 were readmitted within 180 days to resolve the issue.